Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced abdominal pain and cloudy drain. The cause of the events was not reported. It was reported the patient presented to the emergency room; however, it was not reported if the patient was hospitalized for the event. The patient was treated with ceftazidime (1 gm once a day, route and duration not reported). At the time of this report, the events were ongoing. Action taken with pd therapy were not reported. No additional information is available as the reporter declined follow up.